Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A caller reported on behalf of a (5-year-old child) customer who received an unspecified low sensor scan when compared to a competitor meter. It was further reported that the customer became ill and experienced symptoms of sluggishness, and a semi-conscious state but no report of a loss of consciousness. The customer was treated with sugar and sweets by both a non-healthcare professional and a healthcare professional for the diagnosis of hypoglycemia.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section b-5 was incorrectly documented in the previous initial MDR report. This section has been updated.

Event description:
A high reading issue was reported with the adc device. A caller reported on behalf of a (5-year-old child) customer who received an unspecified high sensor scan when compared to a competitor meter. It was further reported that the customer became ill and experienced symptoms of sluggishness, and a semi-conscious state but no report of a loss of consciousness. The customer was treated with sugar and sweets by both a non-healthcare professional and a healthcare professional for the diagnosis of hypoglycemia.